Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
Date of report: 06-may-2026 mw5187928 complaint copied and pasted below. Also, I reached out to the consumer on phone number provided in the report. The consumer stated, the medication he is using is for "erectile dysfunction" stated, he did inject the "red liquid" into his penis the consumer stated, 3 syringes had the "red liquid" in the barrel of the syringes but he only injected with one syringe did not seek medical intervention lot: 5255125 catalog: 328411 date of event: unknown samples: yes I use an injectable medicine and get the compounded medicine and syringes from (B)(6) in (B)(6). I have already used 7 syringes from a sealed pack of 10 supplied when today I noticed a red liquid inside of the new syringe when I went to draw up medicine. I checked one of the remaining syringes and it seemed clear and then another and it also had red liquid inside and would not pull back without causing a vacuum as if it is blocked. These were all brand-new syringes supplied by the pharmacy. I now wonder what I have injected into myself as I have had many flu/cold symptoms and time off work as of late and wonder if this has anything to do with it as of course nothing has been tested yet? Device code: 2944, 1094. Patient code: 4582. Reference report mw5187927.